Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The junction box sparked.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. However, the device was returned under a recall and not evaluated, so the original complaint issue was not able to be confirmed.

Event description:
The junction box sparked.